Event description:
It was reported that a user of the ilet experienced hyperglycemia while using a contact detach infusion set (6 mm, 23 in) with no pump alarms or delivery interruptions reported, and the agent guided an infusion set change with subsequent downward glucose trend. Symptoms included elevated blood glucose to a peak of 185 mg/dl for approximately 20 minutes without loss of consciousness, dizziness, or other acute complications, and no ketone testing or back-up therapy was used. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included troubleshooting and user education by phone and follow-up verification of glucose improvement. Investigation of this case revealed no device alarms, no confirmed infusion set failure, and no identifiable device malfunction, thus the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.